Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Information added to the fields: h6. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the root cause for the event could not be determined. However, it is likely that the phenomenon of "front panel display blinks" occurred due to failure of the high intensity motor and turret motor. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the light source has power button failure. The device was returned for evaluation. During the device evaluation, the front panel blinks due to turret motor failure and front panel blinks due to high-intensity motor failure were found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
There were no additional findings during the evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.